Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet,50cm model#: sc-4316 lot #: 16711046 description: next generation anchor kit-sterile the devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the lead site. It was also reported that a dermatologist did something with the leads and the patient ended up getting an infection. It was noted that there was an open sore from the infection site and the leads could be seen through the skin. The physician stated that the infection had nothing to do with the device. The patient was on antibiotic medication and underwent an explant of the leads and the anchor.